Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 medium clamp shipped to site 09/02/2016. Medtronic investigation of returned suspect suretrak2 medium clamp finds that, as reported, the adjustment screw threads have been damaged. As a result, the clamp arm is not able to attach to the clamp body. Physical damage to hardware. No further issues have been reported.

Event description:
A medtronic representative reported that a site's suretrak2 medium clamp screw was found to be damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.